Event description:
The customer reported that a metal band on the system's cassette tray had come loose and was allegedly hanging in the vicinity of the pt. The customer also reported the system was still fully functional.

Manufacturer narrative:
(B)(4).